Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an intermittent inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg was reading below 40 mg/dl; however, customer did not verify the meter bg reading. As a result, customer treated for the ¿low¿ bg and customer¿s bg values increased to over 1000 mg/dl with trace ketones. Reportedly, customer had begun taking immunosuppressant medications (tacrolimus and mycophenolate) one day prior to the inaccurate values. Customer was transported to the emergency room by emergency medical technicians and subsequently hospitalized with an anion gap of 23-24 meq/l and a high potassium level. Customer was treated with intravenous fluids of saline, insulin, and a potassium suppressant and was released from the hospital on (B)(6) 2021 with no permanent damage. A root cause could not be determined. A replacement sensor was sent to the customer.